Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm all the time and has a crack across the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-332a, and mmt-397a. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past event. Troubleshooting was not performed for the cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1715k. No product return is required for mmt-332a. No product return is required for mmt-397a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and basic occlusion test due to corroded motor home switch. Unable to verify unexpected occlusions or delivery anomaly, bolus anomaly or basal anomalies. The following were noted during visual inspection, fading serial number label, cracked battery tube thread, cracked case near belt clip rails and peeling keypad overlay. In summary, the customer alleged no delivery/occlusion alarm was confirmed due corroded motor home switch. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.